Event description:
It was reported to boston scientific corporation that during an anterior apical pelvic floor repair procedure using a pinnacle pfr kit, the physician had a difficult dissection; it was very close to the bladder and vascular. After the case was completed, the pt had a little excess bleeding and developed a hematoma. The physician opined he had hit a vessel. The physician embolized the area. There were no further complications to the pt, who is reportedly "fine" following the embolization.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.